Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, the reported issue with the keypad was able to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad buttons did not function as intended. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had keypad overlay which the second blue circle button did not work when pressed in and the blue coloring coming off. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.